Event description:
Boston scientific esophageal wire guided 12mm-15mm dilatation catheter used for esophageal dilation, (lot #19798506) ruptured with attempted dilation to 8 atm (15mm) after successful dilation to lower inflation pressure of 4.5atm. During the inflation/pumping of the balloon it became apparent that the balloon was unable to reach the desired pressure and the optiray in the inflation device was leaking. The balloon was immediately retrieved from the endoscope, taken out of the patient and was checked for any tears. After flushing the balloon with saline a tear was confirmed. Chest xray was completed in pacu per standard dilation protocol with no further interventions and discharged home.